Event description:
It was reported that the patient presented for a scheduled implant. During the procedure, it was noted that the right atrial (ra) lead was failing to sense. The lead was not used. The physician continued to use another ra lead and completed the procedure. The patient was in stable condition.